Event description:
Pt s/p aneurysm clipping. Lethargic postoperatively, however, appeared to be recovering appropriately. Subsequent mental status decline. Stat CT was done which was noted to have a subdural collection. Taken to the or emergently for an evacuation; clot was evacuated. Postoperatively, a follow-up CT scan was done which was noted for a hypodensity which was consistent with stroke being cause of pt's mental status decline and less the subdural collection. Neurosurgeon noted on CT scan that aneurysm clip had slipped/changed position as cause of stroke. MFR notified by or personnel. Product no longer being used.